Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing. Follow-up 1: device evaluation updated fields: b4, b5, g3 , g6, h2, h6. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. According to the complaint information, while the event occurred, the nurse was next to the patient. The ventilator was exchanged with another one. While the ventilator was being investigated, it could be noticed that the main power switch cover was missing. The main power switch cover protects from unintentional switching off the unit. A comprehensive test service software was performed following the incident, and no issues were found with the ventilator consequently, it was concluded that the ventilator was accidentally switched off due to the missing power switch cover. The investigation determined that the root cause of the incident was a usage-related issue. According to the "hamilton-g5 operator's manual software version 2.8x" , "if there is damage to any part of the ventilator, do not use the device. Technical service is required." At the time of the incident, the device was 11 years old.

Event description:
Hamilton medical ag received the following incident description: the unit switched off during ventilation. The nurse was next to the patient at the time of the incident and exchanged the ventilator to another one. No harm occurred to the patient.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following incident description: the unit switched off during ventilation. The patient was replaced to another ventilator. A whole test service software was performed after the incident and no issues were found with the ventilator. Additionally, it was observed that the power switch protector was missing. No harm occurred to the patient.